Event description:
As reported in the survey, respondent twenty-five reported hematoma and vasospasm with the use of the railway sheathless access system. They stated that there was a "small local hematoma that didn't require surgery" and "radial vasospasm that was relieved with papaverine". The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported in the survey, respondent twenty-five reported hematoma and vasospasm with the use of the railway sheathless access system. They stated that there was a "small local hematoma that didn't require surgery" and "radial vasospasm that was relieved with papaverine." The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer event ¿vasospasm and hematoma¿ could not be confirmed. These are known potential complications and are documented in the IFU as such. They are often related to patient vessel characteristics and/or user technique (vessel puncture error, device manipulation etc.). Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿possible complications include, but are not limited to: abrupt vessel closure, additional intervention, allergic reaction (device, contrast medium and medications), amputation, arrhythmia, arteriovenous fistula, death, embolism, fever, hematoma at puncture site, hemorrhage, inflammation / infection / sepsis, ischemia, myocardial infarction, necrosis, peripheral nerve injury, pain, renal failure, stroke, transient ischemic attack, thrombosis, vascular complications (e.g. Intimal tear, dissection, pseudoaneurysm, perforation, rupture, spasm, occlusion).¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.